Manufacturer narrative:
As part of academic research grant for01 entitled "function and durability of aortic and pulmonary valve homografts," a cryolife heart valve allograft clinical experience report form was received and indicated that approximately ten years after implant of the pulmonary valve and conduit allograft the patient developed endocarditis with carinii bacterium. The reporter indicated the event was related to the allograft. A review of donor and processing records has been performed and the allograft met all specifications for release. This is an alleged case of endocarditis occuring 10 years after implant of a cardiac allograft. The associated organism is not clear from the report, but it is presumed to be corynebacterium sp. The fact that the event occurred 10 years after implant indicates that this was not an allgoraft/donor related infection. The event was most likely a spontaneous endocarditis. No further action is required at this time.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
The report has been rejected due to being a cber report.